Event description:
It was reported that during implant, the hcp placed the catheter. Then, when he went to anchor the catheter, he noted 2 holes in the catheter. The catheter was replaced. There was no pt injury and the pt recovered without sequelae. The pt's pump contained dilaudid.